Manufacturer narrative:
It was reported that post mechanical thrombectomy, intra-arterial thrombolysis, and enterprise vrd placement to treat a thrombotic mca stroke the patient had intracranial hemorrhage with obstructive hydrocephalus requiring evacuation of the hematoma and decompressive hemicraniectomy. Due to her irreversible extensive neurological deficit life support was withdrawn and palliative care was provided. The patient expired one day post index procedure. Additional information indicated that after placement of the enterprise vrd, the merci 18l microcatheter by consentix was advanced through the stent and there was vasospasm during withdrawal which was treated with administration of verapamil. It was reported that the patient's outcome was in part complicated by the baseline stroke as well as the post procedure hemorrhage. The timing of the extravasation as related to the use of the codman devices was not able to be assessed as it was noted on post procedure CT. It was reported that it was not associated with the stent and unlikely associated with any cordis/codman devices. Pre-procedure the patient was found down in the bathroom of a restaurant and upon admission at the emergency department the (B)(6) scale was 21. The CT without contrast did not show acute hemorrhage, and subsequently was given full dose of IV tpa. Preoperative diagnosis was acute onset left middle cerebral artery stroke with (B)(6) score of 21. There was significant improvement post pre-procedure IV tpa administration with (B)(6) of 8. The CT angiography with perfusion found the m2 branch occlusion on the left. Angiograms of the left internal carotid artery were performed in different positions (ap, lateral, oblique) demonstrated occlusion of the middle cerebral artery bifurcation. The patient was then subsequently given 3000 units heparin. A dac 044 for catheter was then advanced through the neuron catheter into the carotid siphon. A mercy 18 l microcatheter was advanced into the mca with the aid of a synchro-ll wire. Ultrasonic microcatheter angiograms were performed demonstrating localization clot the inferior division. Mechanical thrombectomy was then performed using a merci v 2.5 drawn through the clot 2 times followed re-advancement of the microcatheter and infusion of 2 milligrams of tpa. The microcatheter was then exchanged over a neuroscout 300 wire and a prowler select plus catheter was advanced into the inferior division of the middle cerebral artery. 325 mg of aspirin was administered along with a bolus dose of reopro. The 4.5 x 22 mm enterprise stent was then deployed across the thrombus. The merci 18l microcatheter by concentrix delivery catheter was then re-advanced through the stent to further open. The microcatheter was withdrawn proximally, and it was noted that there was some associated vasospasm and 2 mg of verapamil were given. The dac catheter was removed. Working projection angiograms were performed. Final ap and lateral cerebral angiograms were performed demonstrating flow through the stented vessel. The guide catheter was drawn proximally and final cervical angiograms were performed demonstrating no evidence of dissection. The patient remained intubated and sedated. The sheath was secured. Post procedure CT showed a small possible subarachnoid hemorrhage (sah) or contrast extravasation I the area of the left mca. She was placed on a heparin drip and reopro infusion and plavix were held. She was then taken to the ICU for additional care. CT demonstrated an enlarging parenchymal hematoma of the left temporal lobe requiring emergent surgical evacuation of the hematoma and a decompressive hemicraniectomy. Due to her irreversible extensive neurological deficit life support was withdrawn and palliative care was provided. The patient expired one day post index procedure. (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427230. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 175 units, which were shipped from (B)(6) on september 24, 2010. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. Manufacturing records for lot 01427230 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc) complaint # (B)(4), and the results indicate that the stent shipped meets specified release requirements. Hemorrhagic conversion of stroke after revascularization is a known occurrence in the setting of an infarcted brain. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for experience a hemorrhagic stroke. Intracerebral hemorrhage is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). As outlined in the IFU, the indicated use of the enterprise vrd is to prevent coils from protruding out of the aneurysm into the parent artery. Usage other than the approved labeling may involve risks not described in the labeling. Although no conclusion can be made regarding the relationship of the enterprise vrds and the reported event, there is no indication that the device did not perform as intended or that it is related to the device design or manufacturing process. Clinical factors appear to have impacted the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Sheath, microcatheters, catheters, guidewires, and thrombectomy device. The target site was the left mca territory with left mca syndrome, and region of hyperdensity seen in the lateral m1 segment , left middle cerebral artery extending into a posterior parasylvian branch suspicious for clot in patient with right hemiplegia. No evidence of recent cortical base infarction or loss of gray/white junction at this time. Hyperdense material in left stratum, coronal radiata and temporal lobe, as well as in subarachnoid spaces. This could represent contrast from recent cta, although hemorrhage cannot be excluded. Medications given consisted of pre-procedure full dose of IV tpa, intra-procedure 3000 units heparin, 2 mgs tpa, 325 mg aspirin, bolus dose of reopro, 2 mg verapamil, and post-procedure consisted of dopamine, propofol, heparin, morphine, morphibe sulfate, versed, nimbex, reo-pro, and fentanyl. The patient was found down in the bathroom of a restaurant and upon admission at the emergency department the (B)(4) stroke scale was 21. The CT without contrast did not show acute hemorrhage, and subsequently was given full dose of IV tpa. Preoperative diagnosis was acute onset left middle cerebral artery stroke in nature scale of 21 status post IV tpa administration of significant improvement. The CT angiography with perfusion found the m2 branch occlusion on the left. Post operative diagnosis was left middle cerebral artery stroke status post mechanical thrombectomy, intra-arterial thrombolysis, and left inferior division mca stenting. Angiograms of the left internal carotid artery were performed in different positions (ap, lateral, oblique) demonstrated occlusion of the middle cerebral artery bifurcation. The patient was then subsequently given 3000 units heparin. A dac 044 for catheter was then advanced through the neuron into the carotid siphon. A mercy 18 l microcatheter was advanced into the mca with the aid of a synchro-ll wire. Ultrasonic microcatheter angiograms were performed demonstrating localization clot the inferior division. We then proceeded with mechanical thrombectomy using a merci v 2.5 soft clot retrieved for this was drawn through the clot 2 times. This action through the clot proximally across the superior division of at the bifurcation. At this point, we re-advanced the microcatheter and infused 2 milligrams of tpa. The microcatheter was then exchanged over a neuro scout 300 wire and a prowler select plus catheter was advanced into the inferior division of the middle cerebral artery. Patient was then given 325 mg of aspirin via og tube and loaded with a bolus dose of reopro. We then deployed a 4.5 x 22 mm enterprise stent across the thrombus. The merci 18l microcatheter by concentrix delivery catheter was then re-advanced through the stent to further open. The microcatheter was withdrawn proximally, and it was noted that there was some associated vasospasm and 2 mg of verapamil were given. The dac catheter was removed. Working projection angiograms were performed. Final ap and lateral cerebral angiograms were performed demonstrating flow through the stented vessel. The guide catheter was drawn proximally and final cervical angiograms were performed demonstrating no evidence of dissection. The patient remains intubated and sedated. This sheath was secured. Upon transferring the patient to the bed was noted that she had a hematoma in the lateral aspect of her right thigh distal from the groin access site. There was associated ecchymosis with this suggestive of soft tissue injury with expanding hematoma likely from her initial fall. She was subsequently taken to the CT scanner where she underwent CT scan of head as well as pelvis and thigh. She was then taken to the ICU for additional care. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that post mechanical thrombectomy, intra-arterial thrombolysis, and enterprise vrd placement to treat a thrombotic mca stroke the patient had intracranial hemorrhage with obstructive hydrocephalus requiring evacuation of the hematoma and decompressive hemicraniectomy the following day after the procedure. Given the irreversible neurological deficit and the patient's wishes not to remain on life support if no meaningful recovery, ventilation and pressor support was withdrawn, and the patient expired one day post index procedure. Additional information indicated that after placement of the enterprise vrd, the merci 18l microcatheter by concentrix was advanced through the stent and there was vasospasm during withdrawal which was treated with administration of verapamil. It was reported that the patient's outcome was in part complicated by the baseline stroke as well as the post procedure hemorrhage. The timing of the extravasation as related to the use of the codman devices was not able to be assessed as it was noted on post procedure CT. It was reported that it was not associated with the stent and unlikely associated with any cordis/codman devices.